Event description:
A malfunction alarm labeled malf 9 was reported. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.